Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review and labeling review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nephrologist from (B)(6) of cloudy effluent and peritoneal eosinophilia in a patient while receiving peritoneal dialysis (pd) therapy. On (B)(6) 2010, automated pd therapy was discontinued as the patient recovered his residual renal function. On (B)(6) 2010, the patient began weekly flushes (infusion and immediate drainage) with physioneal 1.36 twin-bag viaflex intraperitoneally (ip) for peritoneal catheter maintenance. On (B)(6) 2010, the patient experienced cloudy effluent and went to the hospital. An exchange after a 4-hour dwell time was performed at the hospital and the patient was noted to have peritoneal eosinophilia. No antibiotics were administered. The nephrologist monitored the patient closely. On (B)(6) 2010, an exchange after a 4-hour dwell time with physioneal 35 was performed at the hospital. At the time of this report, the effluent was becoming clear and the patient's clinical condition remained good without any other symptoms. The outcome for cloudy effluent and peritoneal eosinophilia was reported as recovering. Action taken with physioneal 35 viaflex was not reported. Causality assessment for the adverse events of cloudy effluent and peritoneal eosinophilia was not reported.